Event description:
It was reported that the patient received multiple shocks for an episode of ventricular fibrillation until all therapies were exhausted; however, the rhythm was not converted. The episode appears to have spontaneously converted. The patient was noted to be intubated. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.